Event description:
It was reported via repair work order that there was no power to the bed due to disconnected power cord and scale was inaccurate due to a disconnected right load cell cable. No adverse consequence or clinically relevant delay in treatment was reported.